Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during a bolus delivery attempt. The customer's blood glucose level was 24 mmol/l, which was treated with insulin. No significant events leading up to the alarm were recalled. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.